Event description:
Patient had epinephrine running through the pump. Pump alarmed "door open, close roller clamp, device alarm 2150" and infusion stopped. Door was closed at the time. Needed to obtain backup pump to resume epinephrine infusion.